Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. No unexpected low battery alarm noted. Insulin pump trace download analysis confirmed the insulin pump alarmed power error, power loss alarm, replace battery alert and replace battery now alarm. The power management tool confirmed power error, power loss alarm, replace battery alert and replace battery now alarm was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer's blood glucose level was unknown. It was also reported that the self test was passed. The customer was advised to discontinue use of the insulin pump and revert to back up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.